Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): during an emergency rescue, the hamilton-c2 ventilator failed and could not be used as intended. Medical staff immediately switched to a manual resuscitation bag to provide ventilation, which caused a brief delay in initiating respiratory support. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical reference: (B)(4). Hamilton medical ags conclusion: based on the evaluation of hamilton medical chinas report, it is confirmed that the hamilton-c2 failed during ventilation. An additional ventilator was required, as the patient had to be manually ventilated (bagged). The root cause of the failure could not be identified. The device was repaired by a third-party company; however, the replaced parts and the actual root cause remain unknown. As the device has reached the end of its life cycle, it was reported that it has been permanently removed from use. Based on the available information, hamilton medical ag considers this case closed.